Event description:
The event involved a 5.5" ext set w/0.2 micron filter, luer lock which reportedly leaked unspecified chemotherapy drug. The bedside nurse noticed that there were some red drops/spots on the linens and the poseys on the IV tubing were wet (approximately <5mls). The nurse was reported to have inspected the tubing and noticed that the filter was leaking and consulted with pharmacy. The pharmacy advised the nurse to take the filter off and keep running the chemo; the tubing was inspected again and no leaks appeared. The reported spill was cleaned per facility protocol. It was not specified whether there was patient involvement or not, but no harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. However; it is yet to be received.

Manufacturer narrative:
One used list #b1729, 5.5" ext set w/0.2 micron filter, luer lock; lot #unknown, one used list #unknown, spiros; lot #unknown and one used list #unknown, microclave; lot #unknown were received for evaluation on 5/12/22. As received, the inlet and outlet air vents of the 0.2 micron filter appeared to be wetted out with prior infusate. The set was leak tested according to product specifications. The 0.2 micron filter leaked from both the inlet and outlet air vents. The reported complaint of leakage can be confirmed. The probable cause of leakage is a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review could not be conducted because no lot number(s) was/were identified.